Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected low voltage advisory alarm was confirmed with the returned system controller (serial # (B)(6)). The log files retrieved from device captured intermittent low voltage advisory alarm events that were related to transient/fluctuating voltage values. The alarms were captured when the system controller was connected to the 14v batteries/clips. Electrical measurements confirmed conductor breakdown with the underlying wires of both power cables that attributed to the reported event. The increase electrical resistance affected the voltage values resulting in the unexpected alarms. Both power cables were delayered, and visual inspection did not reveal any damage underlying wires indicating the conductor breakdown appears to be related to the repetitive flexing of the cables during use. Additionally, upon investigation there was noted green/blue fluid substance observed. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 22feb2018 on customer order. Heartmate 3 patient handbook document, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had log files sent in for review because their batteries were draining at different speeds. Technical services found low voltage advisories while on battery power. It was recommended to check the batteries and battery clips for integrity and to clean both parts and if that did not resolve the issue then to replace the battery clips and possibly the batteries. Technical services also found low supply voltage values on the mobile power unit (mpu) and it was recommended to possibly replace the unit. It was found that the battery issue was with the white cable of the system controller, which was then was exchanged. After the system controller was exchanged it was noted that the pin was broken off and there was damage in the bend relief on both sides. It was confirmed that the patient was no longer having any issues following the system controller exchange.